Event description:
It was reported by the distributor that the footend end raised on its own. The technician did not observe any malfunction and determined the the hi/lo button was inadvertently pushed, causing the reported issue. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.